Event description:
A review of a (B)(6) male pt's download showed the pt was receiving service code 107. Upon contacting this pt, it was also discovered that he was receiving service code 204. The pt was sent a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. Upon eval the connector on the trunk cable was found broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.